Manufacturer narrative:
User facility first contacted magellan's product support team to report that they encountered an <3.3 ug/dl result for patient #1 (reference lab result was 10-12 ug/dl) on instrument s/n: (B)(4). The analyzer and ac adaptor were returned to magellan for evaluation. Magellan could not replicate the suppression reported by the user facility, therefore, the complaint could not be verified. During the investigation magellan confirmed the user facility was not running controls per the product labeling. Because the complaint could not be confirmed, and controls were not being run appropriately the product support team was unable to determine a cause. No user or patient impact or harm was reported. Late filing is part of magellan diagnostics, inc. Response to FDA's request issued on (B)(6) 2019. Mag-cc-00515 original case (closed (B)(6) 2019). Mag-cc-00931 new case (opened to address MDR).

Event description:
User facility first contacted magellan's product support team to report they encountered a suppressed patient results on leadcare ii blood lead analyzer.